Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system being used with this clamp was determined to be fully operational. The clamps have not been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the clamp will not tighten properly.